Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip xtw was implanted successfully. An attempt was made to deploy triclip xt. The clip opened to 20-30 degrees post deployment. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip xtw was implanted successfully. An attempt was made to deploy triclip xt. The clip opened to 20-30 degrees post deployment. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.